Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer unsure of bg and advised it was 400 and something, possibly 489. No delivery alarm. Declined to troubleshoot for high readings. Troubleshooting was performed. Treated with bolus through the pump that he adjusted to 20.0u from 16.0u. Results of prime was successful. Customer advised site may have been occluded and to change the entire inf system and return set for analysis. The product was not returned for analysis.